Event description:
It was reported that this rv lead exhibited limited slack during a lead revision, therefore, the physician decided to explant and replace it with a longer lead length. No additional adverse patient effects were reported.